Event description:
Customer reports that they performed back to back testing on the same device with the following results: 44mg/dl, 366mg/dl, 167mg/dl. Customer reports that after the 44mg/dl result he ate a banana. Customer dosed 85 units of lantus after the last result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.